Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03615. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the balloon of the commander delivery system burst during inflation. The valve was fully deployed when the balloon burst. There was no residual leak noted by tte and angiography, with a gradient measured at 5mmhg. However, there were difficulties encountered during the withdrawal of the delivery system through the esheath+ and remained stuck in the femoral-iliac vessel. A cut-down was performed. The removal of the delivery system was very complicated, and the distal radiopaque marker of the esheath+ embolized. This event resulted in a prolonged hospitalization of the patient with severe post operative complications, and unfortunately, the patient expired one day post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes, device code and type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint was unable to be confirm. Available information suggests that procedural factors (withdrawal of altered balloon profile, excessive manipulation) likely contributed to the separation of the c-marker band. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. The event as per information provided the burst balloon was attempted to be remove through the sheath with difficulties. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.